Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 81 mg/dl at the time of incident. The customer also reported that they experienced had low blood glucose of 47 mg/dl. The customer stated that they treated the low blood glucose with food. The customer's blood glucose was 253 mg/dl at the time of call. The insulin pump will be returned for analysis.